Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that their onetouch ultra2 meter read inaccurately low compared to their feelings and/or normal readings. In addition, they also reported that the meter¿s memory was missing results. The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged meter issues began at an unspecified date and time in (B)(6) 2014. The patient was unable to provide the alleged inaccurate low results that were obtained with the subject meter. It is not known how the patient manages their diabetes or if they made any changes to their usual diabetes management regimen in response to the alleged issues. The patient reported developing symptoms of ¿shaking and felt like she was going to pass out¿ although it is unknown if the symptoms began before or after the alleged issues started. The patient reported attending the doctor¿s office as a result of the alleged issues where they were treated by a health care professional (hcp) with 50 units of insulin. The patient claimed they did not perform blood glucose tests on any other device. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time and that there was no indication of misuse of the device. The csr walked through resolving the meter memory issue and the alleged issue could not be resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for a high blood glucose excursion after the alleged meter issues began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.